Manufacturer narrative:
Additional info: further information was provided, and reported that viscoelastic provisc and alcons bss (balanced salt solution) were used; the ovd was allowed to acclimatize to operating room temperature and the preloaded lens was not folded for more than 10 minutes. There were no delays after the inserter was prepped. Also, the left eye of the patient was affected. The customer did not know if the surgeon felt resistance while advancing the lens. It was unknown if there was patient injury or any complications. And the patient outcome was not available. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion, a preloaded monofocal intraocular lens (iol) was slow to release from the injector and upon release, it remained rolled and appeared to flip, resulting in incorrect orientation within the eye. Consequently, the lens was removed and replaced with a new intraocular lens. No further information was received.